Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was unknown. Troubleshooting did not occur for the insulin pump. The customer declined to return the insulin pump for analysis.

Manufacturer narrative:
The pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarm was noted. The motor was tested outside of the device and it passed. The pump passed the self-test, unexpected restart and all operating currents measurements. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.